Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery and error alarm noted in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted. The insulin pump had broken battery tube threads.

Event description:
The customer reported that the insulin pump alarmed motor error during a fixed prime. Troubleshooting was performed, and the drive support cap was flush. The customer stated that he was in a car accident while driving, and the insulin pump was damaged. The caller stated that his blood glucose reading at time of the accident was 34 to 35mg/dl, and it happened two years ago. Advised the customer to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.